Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedances that have now become out of range. The values are greater than 125 ohms. Further lead evaluation was recommended, so a defibrillation threshold (dft) test was performed. After the test, the shock impedances were found to be within normal limits, so the physician elected to leave the lead in service and monitor. No additional adverse patient effects were reported.